Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to mw 5064608, following surgery for pelvic organ prolapse which I was told I had to have a hysterectomy in order to the operation to repair the prolapse. I had the da vinci sacrocolpopexy with mesh implant. Immediately following I started having serious, life changing gastrointestinal issues, which I continue with today almost 4 years later. I have been diagnosed with about 12 different disorders with gastro problems that were foreign to me prior to implant surgery, which includes now on my fourth gastroenterologist. Currently dealing with constipation due to outlet dysfunction. Motility disorders, nausea, ibs, acid reflux, cataract surgery, dry eyes, degenerative disk of cervical, myofascial pain in neck, hips, buttocks, legs, fibromyalgia, insomnia, rls, weight loss with no explanation, rectal pain, groin and pelvic pain, bladder problems, inability to fight off infection, and most importantly unable to work. I have not worked since 2013 due to chronic illness from this surgery and mesh implant. My life has been taken from me, my children, grandchildren and friends.